Event description:
Per patient- the box of needles sent are mostly dull, and can't be used. Unknown if patient missed a dose or experienced an adverse event, unknown if product available for return. Unknown lot number. No additional information provided. Reported to (B)(6) by: patient/caregiver.